Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the 370 mg/dl range and the cause was not known. Tandem technical support assisted the customer with performing a pump system check. The pump time was found to be off by 4 minutes. The time was corrected. No other device issues were reported.